Event description:
This lead was explanted and replaced with the same model lead. No reason was given. Attempts to gain additional information have been unsuccessful. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.